Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to lumbar spinal stenosis. During surgery screw was found slipped and doctor had to replace new one to complete the surgery. The surgery completed successfully. No patient complications were reported as a result of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.